Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. Event log history was performed and indicated that "key stuck" was recorded in history. During analysis, power up of the device was attempted, when batteries were inserted the device immediately alarmed with "key pressed". Service will replace the keypad to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "key pressed" alarm. There was no patient involvement in this event. No adverse effects were reported.